Event description:
It was reported the patient's scs ipg battery was depleted. Reportedly, the patient stated the ipg would not take a charge, but he also stated he could had miscalculated when he last charged the device. Surgical intervention may be necessary to replace the patient's scs ipg.

Event description:
Follow up information received identified the patient's scs ipg was replaced. Stimulation therapy was reportedly restored postoperatively.